Manufacturer narrative:
Device are not being returned for eval.

Event description:
During insertion two bioraptors split. The surgeon was able to remove the broken pieces. The surgeon did pre-drill and while inserting the anchor, felt resistance and noticed the bottom of the anchor was inserted, but the top half had split.